Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased impedances and noise which may have lead to syncope. The patient has been scheduled for a lead revision and it is unknown if this has been performed yet. Boston scientific has not yet been informed. If additional information becomes available we will update this report. To date, no additional adverse patient effects have been reported.

Event description:
Additional information became available that this lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.